Manufacturer narrative:
Evaluation of the returned engine confirmed a malfunction with the indicator lights. During functional testing, the engine was powered on and achieved vacuum pressure within specification, but no vacuum indicator light illuminated. The engine housing was opened, and no damage was observed. The engine was tested with a demonstration power button, but the same issue occurred. This indicates that an error within the main pcb may be contributing to the indicator lights malfunction. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine (engine), a penumbra engine canister (canister), and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, after the tubing was removed from the patient, the engine was on the back table and it was reported that none of the indicator lights illuminated when the engine was generating aspiration. Therefore, the engine was no longer used. On (B)(6) 2021, the second check was performed and the issue resolved. It was unknown whether the same canister was in use at this time. The procedure was completed using a stent retriever. There was no report of an adverse effect to the patient.